Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain. On 01apr2024 the patient was seen by a representative of nalu for system activation. The system was not able to establish communication between the implantable pulse generator (ipg) and the external therapy discs. Xray imaging was performed and showed the ipg had migrated, causing the lack of communication. Surgical revision was performed on (B)(6) 2024. During the procedure the physician damaged the existing ipg and a new one was implanted in a more optimal position. Intra-op testing showed the system was functioning as expected.

Manufacturer narrative:
There is no indication that the nalu system failed or malfunctioned, however the device was damaged during the procedure and was not returned to the firm for evaluation. Xray imaging confirmed device migration, which is thought to be the cause of the communication error. Migration of implanted components is a known inherent risk of implantable neuromodulation devices.